Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-l catheter for evaluation. Initial visual inspection of the catheter did not reveal and defects or deformities. After the catheter failed functional testing , microscopic examination revealed a small pin hole in the catheter body adjacent to the juncture hub. The total length of the catheter body measured 5.125" which is within specifications of 4.8125-5.1875" per catheter graphic drawing. The outer diameter of the catheter body measured 0.06520" which is within specifications of 0.065-0.069" per catheter extrusion graphic. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." No blocks or leaks were detected. The catheter was connected to a leak tester and functionally tested per bs en iso 10555-1 annex c, which states, "apply a pressure of 300 kpa minimum. Maintain the pressure for 30 s. Examine the catheter/hub assembly, if present, and catheter tube for liquid leakage, i.e. The formation of one or more falling drops of water, and record whether or not leakage occurs." Both lumens were pressurized to 300 kpa and maintained for 30s. The catheter body was found to be leaking just adjacent to the juncture hub. A manual tug test confirmed that the distal and medial extension lines were secured to their luer hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer reported complaint of catheter body leak is confirmed. Functional inspection confirmed the catheter body was leaking adjacent to the juncture hub. The catheter passed all dimensional testing. A device history record review was performed with no relevant findings. Based on the customer description and the sample returned, manufacturing likely caused or contributed to this complaint. A non-conformance has been initiated to further investigate this issue.

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. No medical intervention required. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. No medical intervention required. The patient's condition is reported as fine.